Manufacturer narrative:
The pod was returned in a not deployed state. The adhesive pad was returned fully attached to the device and the needle cap and adhesive liner were still attached as well. The pod data showed the pod ran 0 pulses. Because the pod ran 0 pulses and did not deploy, the reported dislodging of the cannula could not have happened. No problem was found. Because the adhesive pad was returned on the device with the adhesive liner still attached along with the needle cap still attached, the reported failure to adhere could not have occurred. No problem was found. The pod data showed the pod ran 0 pulses before alarming. The pod data showed the device generated an 0x4e "saw trim out of spec" alarm, at fill. Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The exact cause of the 0x4e alarm could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was placed.